Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fell over in the ambulance and the touch screen went black. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fell over in the ambulance and the touch screen went black.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4 version or model #, catalog #, unique identifier (UDI) #, d9, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the touchscreen. The unit passed all functional and safety tests and was returned to customer.